Event description:
Customer reported receiving a glucose result of 41 mg/dl, and 15 minutes later receiving a second glucose result of 35 mg/dl on their precision xtra blood glucose meter. Customer reported feeling cold, sweaty, and a loss of color in their face. The paramedics were called, and upon arrival a glucose result of approx. 120 mg/dl was obtained; it is unclear if this result was obtained from the customer's meter or a meter belonging to the paramedics. Customer was transported to a local hospital where they were diagnosed with hyperglycemia. The customer was treated with glucagon and novolog insulin in order to stabilize glucose levels. It is not clear at what times either one of these treatments were administered.

Manufacturer narrative:
Customer returned precision xtra blood glucose meter. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors or other issues were observed during control solution testing. The precision xtra blood glucose results as reported by the customer were identified in the meter internal log.